Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed.  Upon investigation the rear response button connection was intermittent.  The cause for the failure was the rear response button metallic center dome off center, causing the intermittent connection. The root cause for the defective switch could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.